Manufacturer narrative:
The insulin pump passed the following functional testing; displacement, rewind, basic occlusion, occlusion, prime, no delivery, and motor. No motor error alarm noted. The history file did not show any bolus at 7:00 am or 9:00 am on (B)(6) 2015. Customer did not specify any amount of bolus for these times. The device was programmed with multiple boluses and monitored; they were delivered and recorded properly in bolus history screen. No delivery anomaly was noted. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device had missing segments due to cracked zebra connector on lcd. It also had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, there have been multiple issues with the insulin pump. Customer stated in the morning he performed two boluses with the insulin pump, however they weren't recorded in the bolus history. The device had previously alarmed motor error twice. Customer stated he was currently in the hospital due to non-diabetic issues when the issues occurred. Troubleshooting was performed and no anomalies were noted however the customer was advised to return the device for further testing, customer agreed.